Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise, loss of capture and pacing impedance measurements greater than 2000 ohms on the atrial channel. A revision procedure was performed and the atrial lead was found to not be fully inserted into the device header. The lead was removed from the device header, tested with the pacing system analyzer (psa) and then re-connected to the header. Normal impedance and threshold measurements were noted. No additional adverse patient effects were reported.